Event description:
Fixator had been applied to pt and for initial 6 weeks pt was performing turning and lengthening of the fixator. In the end of the 3rd month of treatment, 6 weeks after pt performed last adjustment on fixator, the fixator cracked while pt was showering and stetched his leg. The pt secured the fixator with a cable tie so that the end clamp would not become loose and went immediately to the dr's office. The dr built a temporary fixator outside of the current one to hold alignment and length, and then replaced the broken slide lengthening component with a new one. The dr took a repeat, long standing x-ray after replacing the broken device, and found that the pt had lost 3mm of height ad 1 1/2 degrees of correction through the process.